Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse replaced the rbc diluent dispenser pump (pm2) because of an air leak to the diluent part of dispenser. Valves vl3 and vl4b were also replaced to resolve the reported issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported failed background checks and controls with high results for white blood cells (wbc), red blood cells (rbc) and platelets (plt) on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated as no patient results were run on the instrument, and there was no change or affect to patient treatment in connection to the event.